Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient experienced a small pressure ulcer in the vicinity of the device. It was leter reported that the patient was diagnosed with a bacterial and fungal infection at the stoma site. The patient was treated with unknown prescribed medication(s). The stoma site continues to redness with secretion discharge at the stoma site. The device remains implanted.

Event description:
It was later reported that the stoma site culre was positive for candida. The patient was instructed to continue topical ointment treatment. Duodopa gel treatment has been discontinued; therapy switched to duopa solution. Devices scheduled for removal on an unknown future date. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.